Event description:
On 1/3/85 an ipp device was implanted. On 3/13/89 the cylinders and reservoir were revised. On 5/16/97 the entire device was removed from the pt and replaced due to a non-functioning device. Ams has requested add'l info.